Event description:
The center reported that the patient experienced a loss of lock with his device. Externals were exchanged and programming adjustments made; however, the problem was not resolved. Surgery to explant the device was scheduled.